Event description:
The leakage occurred right after the start of the treatment. The blood was not returned to patient, so the amount of blood loss is the vol. Of blood line plus the vol. Of the dialyzer. Estimated blood vol. = dialyzer 115ml (priming vol.) Bloodline 125cc. No medical intervention involved.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.